Event description:
I am a patient as well as being a board-certified emergency physician. I have been using abbott¿s free style libre cgm for the past 2 years for type 2 dm. Over the past 7 months I have had multiple libre 3+ sensors that were consistently alarming for false low blood sugars throughout the day. I am aware that incorrect placement of the sensor or pressure on the sensor can affect the sensor but these were not the case as they happened throughout the day and night and when I checked my blood sugar with a relion finger stick device the actual blood finger stick reading was 20 to 40 point higher than the libre cgm device stated. I am concerned enough to no longer trust my libre 3+ sensors and have ended up double checking them with finger sticks on the relion device. Abbott recently sent me an urgent message to state that they have found the same problem that I am experiencing but not in the USA. I beg to differ as my personal experience is as stated above. This is very frustrating as they have no contact information other than to talk to a service representative through their patient problem reporting phone line. They are not very helpful as they read their scripted reply and usually will send a replacement sensor while the true problem of faulty sensors doesn't seem to have been addressed. These sensors cost 50 dollars apiece and last 15 days. More than once I didn't have a finger stick device available and just ignored the low glucose alarm thinking that the actual was probably 20 to 40 points higher as I was not experiencing any solid physical symptoms such as lightheadedness sweating, weakness or tachycardia but I am also on beta blockers for my blood pressure and it could mask some of these symptoms. I stopped taking the reader for the libre to bed as it was often falsely alarming throughout the night, and I would have to get up to do a finger stick for a more accurate blood glucose reading. Not once, did it ever corroborate the libre reading and as usual was off by 20 plus points, oftentimes as much as40 points. I am aware of the 15% margin of error between libre reading and true blood glucose reading but oftentimes it was far exceeded. Hopefully you can investigate this and reach some kind of solution with abbott. It appears that in the USA I am not the only american having this problem according to the reddit blog about the free style libre3+ causing similar problems for other consumers. Thank you for your time. Sincerely, (B)(6) m.d.